Event description:
It was reported that the customer's insulin pump has a cracked display and damaged drive support cap. Customer's blood glucose level at the time 6.2mmol/l. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked case at lcd window corners noted, minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.